Manufacturer narrative:
The investigation of access site bleeding and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B2 selection of life-threatening was erroneously selected on the initial manufacturer device report number 1220648-2025-26731. H1 type of reportable event was erroneously selected on the initial manufacturer device report number 1220648-2025-26731. H6 health effect - impact code 1802 death was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26731.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This is one of three device manufacturing reports associated with the event and/or implant experience. Refer to the following: medical device report for the impella cp serial number (B)(6) with date of the event 16-feb-2025 and patient identifier ending in (B)(6). Medical device report for the impella 5.5 serial number (B)(6) with date of the event 16-feb-2025 and patient identifier ending in (B)(6). (This report). Medical device report for the automated impella controller serial number (B)(6) with date of the event 16-feb-2025 and patient identifier (B)(6).

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp device and was escalated to an impella 5.5 device for mechanical circulatory support. The patient developed limb ischemia while on impella cp mcs (on day after start of this support). The decision was made to escalate to an impella 5.5 which was successfully completed. On the same day of the impella 5.5 implant, the patient was preemptively started on continuous renal replacement therapy and the patient had washout lactic from the ischemic leg. The patient remained critically ill and was planned for dialysis for lactic acidosis. Bleeding issues from all sites (impella site, femoral site, femoral fasciotomy, and orally) were observed. Impella flows and waveforms were noted within normal limits. Heparin was held post procedure and blood products were administered. Later in the night it was noted that the patient was unable to tolerate prolonged intermittent renal replacement therapy. Urine output was poor, and the nurse reported unchanged bleeding from line sites and incisions. The patient remained critically ill and would expire the next day. A transesophageal echocardiogram revealed a large ventricular septal defect and care was withdrawn. Medical safety review of the event noted there is not enough evidence to exclude the impella cp as an associated factor in the patient's outcome (demise). Related reports are noted in h.10 accordingly.